Event description:
On (B)(6) 2009, a company representative reported, the patient had experienced some bruising on her abdomen while using her insulin infusion set. She stated, the patient said she changed her infusion set, went to bed and woke up bruising. The patient stated, the cannula looked "barbed" when she took it out. There was no pain while using the infusion set and she did not save the set after removal. On follow up with the patient on (B)(6) 2009, she stated the infusion set had been in use for 2 days when the incident occurred. She said, she woke up the second morning after the infusion set was inserted and noticed the bruising. She said it "felt like a burr." She stated, the cannula was not bent or kinked and there was no blood in the cannula. She said, she changed her headset and site location. She stated, she had no further information about the infusion set. The patient stated, she had previously a small stroke for which she had been placed on a heavy dose of aspirin. She said her doctor's office had said this medication may have contributed to the bruising. She discarded the infusion set at issue. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.